Event description:
It was reported, that during a da vinci-assisted myomectomy surgical procedure. The tip of the permanent cautery hook (pch) instrument was damaged after it collided with the fenestrated bipolar forceps (fbf) instrument. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer confirmed, that no arcing was observed from the pch and fbf instruments when collision occurred. The customer used another instrument (needle driver) to continue the procedure, because the procedure was on the stage of suture. There was no report of fragments falling from the device while used within a patient. No intra-operative or post-operative complications occurred. The customer did not allege any malfunction on the fbf instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting, damaged instrument. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have the main tube broken. A piece measuring proximately 0.059 x 0.141 was not returned with the instrument. This failure is typically associated with mishandling/misuse.